Event description:
It was reported that leakage of chemicals from the area around the connector occurred. Damage to the filter connection was noted. On (B)(6) 20, the day after the operation, at 3 p.m., there was a chemical leak and the use of the drug was discontinued. "It seemed that the patient went on a rampage from the evening of the 20th to the 21st." There was no patient harm/adverse event reported.

Manufacturer narrative:
D4: lot number, UDI number, expiration date, and d5: operator of device, and h4: manufacture date are unknown; no information has been provided to date. Device evaluation: one used device with no original package was received for investigation. As a result of observing the filter, the collar was found detached from the male connector of the filter. The complaint was confirmed. Root cause may have been due to excessive impact or that the filter collar may have come off easily; but the cause could not be definitively identified. No lot number was provided, therefor no device history report (DHR) review could be performed. We will continue to monitor the complaint trends for this event.